Event description:
Pt revised to address groin pain, found osteolysis and polyethylene wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event; however, polyethylene wear after 20 years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is an obsolete item. Should add'l info be rec'd, the investigation will be reopened. Depuy considers the investigation closed.